Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
The customer reported that during cataract surgery ophthalmic handpiece with total loss of phaco power when switching to quadrant. The surgeon stepped on the pedal and there was no suction but only irrigation and surgery was completed with a different console without any patient harm.